Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. The reported device expiration issue appears to be related to use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The graftmaster 3.50 x 19 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a large perforation in the left anterior descending coronary artery caused by the atherectomy system. A graftmaster 3.5 x 19 mm coronary stent graft system was advanced but could not cross due to the patient anatomy. The device was removed from the anatomy and the perforation was completely sealed with a 2.8 x 19 mm graftmaster coronary stent graft system. After use, it was noted that the graftmaster 2.8 x 19 mm coronary stent system was used past its expiration date, however the use of the graftmaster devices did not cause or contribute to any complications or adverse events. The delay due to the failure to cross did not contribute to any adverse patient sequelae. Repeat images revealed complete sealing of the perforation. No additional information was provided.